Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer's blood glucose (bg) level was "high" on the continuous glucose monitor; cause was unknown. Customer performed a supply change and administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.